Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was alarming high baseline (1). The biomedical engineer found that the error showed high base line (1). Checked: pneumatic control switch (pcs) assembly is okay; central processing unit (cpu) board is okay; helium transducer is okay; front end board was faulty; augmentation valve was faulty. There was no reported patient death, injury or complications. There was no delay in therapy. Medical/surgical intervention was not required. Another pump was used for the patient. The patient outcome is listed as okay. Additional information received on (B)(4) 2014 stated that as soon as the iab was inserted into the patient on (B)(6) 2014 and the balloon pumping started with this iabp (serial # (B)(4)), immediately an error displayed on display head "high baseline (1)" and stopped purging (pumping). The hospital immediately replaced this iabp with other pump and kept this pump aside for repair.